Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a non calcified and severely tortuous arteriovenous (av) fistula at the left antebrachium. Utilizing a "retrograde" approach, the 6.0 x 20/40 sterling over-the-wire balloon catheter was advanced to the lesion. During the first inflation, the balloon ruptured at 13 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as 'good'.